Manufacturer narrative:
(B)(4). Batch# p92v80. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device came with the tissue pad detached from the jaw. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p92v80. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. Further functional testing with a test handpiece and gen11 could not be performed. The broken 4-40 stud prevented the device from attaching it to the handpiece. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes that may have contributed to the 4-40 stud breaking off of the hand piece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torqueing or plastic torque wrench not used. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.